Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved device was used during a transobturator tape procedure. According to the complainant, during the procedure, upon placing the obtryx sling in the patient, the physician had perforated the bladder. They then removed the sling and placed a new sling. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.